Manufacturer narrative:
Investigation summary: investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. However, the investigation is currently reviewing retention samples of the incident lot and an update will be provided once this additional review is conducted. Investigation conclusion as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a 4.0 ml 13x75 mm plastic c&s preservative tube and urine transfer straw exposed the needle during use. There was no report of injury or medical intervention.